Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brakes were worn and could not be adjusted. The technician replaced the brake bushing, brake cam and the casters to repair the bed.